Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 44 events were originally reported for this failure mode during the reporting quarter; however, 2 events were inadvertently excluded. 46 reported events are included in this follow-up record. Product return status: 1 device was received. 45 devices were evaluated based on historical data analysis. Additional information: 46 devices were not reprocessed or reused.

Event description:
This report summarizes 46 malfunction events in which the device reportedly overheated. 31 events had no patient involvement; no patient impact. 15 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 44 events were reported for this quarter. Product return status 1 device was received. 43 devices were evaluated based on historical data analysis. Additional information 44 devices were not labeled for single-use. 44 devices were reprocessed or reused.

Event description:
This report summarizes 44 malfunction events in which the device reportedly overheated. 31 events had no patient involvement; no patient impact. 13 events had patient involvement; no patient impact.